Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. Fiducials were administered transperineally and the procedure was done under local anesthesia. Computed tomography (CT) images were performed after the placement procedure, and showed the spaceoar vie hydrogel is placed half in the rectum and half in the correct location. The planning images suggest some dissection into the rectal wall. The spaceoar vue was in the right place at the base, however it was in the rectal wall inferiorly to the midgland. Magnetic resonance imaging (MRI) is scheduled for treatment planning. The patient will receive 20 fractions of external beam radiation therapy (ebrt). There were no patient complications reported as a result of this event.